Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blunt spring-loaded obturator was not retracting after pressure was released, leaving the sharp edge of the needle exposed. Second needle, pn120 was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Manufactured 09/30/2016 to 10/07/201.6 the analysis results found that the uv120 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing; the device work as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.